Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire at the distal end near the yaw pulley. The insulation is damaged, and the conductor wire is exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a damaged cautery wire. There were no reports of patient involvement or injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument's insulation was damaged, but no wire exposed. The cable was still intact. There was no loss of cautery associated with the damaged cable. The damage did not result in a fragment falling inside the patient's anatomy. The procedure was completed with the same instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.